Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: the pump powered on with audible, vibratory function and a blank display screen, duplicating the complaint of a blank screen. Further testing was not able to be performed due to the unrelated blank display. During a visual inspection of the pump, corrosion was observed in the battery compartment and moisture was observed behind the display lens. A leak test showed a battery compartment crack on the side from the threads to the cover. The pump cover was removed; internal moisture was found on the display connector and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.